Event description:
It was reported that the patient experienced phrenic nerve stimulation about one to two months after implant. The patient experienced hiccups due to the phrenic nerve stimulation. The left ventricular (lv) lead remains in use. The patient is a participant in the attain performa clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).